Event description:
The patient called technical service on (B)(6) 2013 to report an air detected in cassette alarm during drain 3 of 4. The patient reported there were air bubbles in the unused lines and in the stay safe connector. As advised by technical service, the patient cancelled the treatment and when removing the cassette from the cycler, the patient stated fluid came out of the cycler. The patient's reported his effluent had remained clear and no antibiotics were prescribed. Sample has not been returned.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.